Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had connection issues with the transmitter. Customer stated the cannula was still in the body and detached from the sensor. After looking at the sensor closely it was noted that the sensor cannula was not intact. Blood glucose level at the time of the incident was 183 mg/dl. The customer was advised that the sensor would be replaced. The product is expected to return.